Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Correction - part and lot number, expiration date and UDI. Correction - manufacturing date.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown artery. It was noted that the patient had a previous open-heart surgery, several heart attacks, and other non-abbott stents implanted. On (B)(6) 2017, one 4.0x15 mm xience xpedition stent and one 3.0x28 mm xience xpedition stent were successfully implanted. On (B)(6) 2018, one 3.5x33mm xience xpedtion stent was successfully implanted. On (B)(6) 2019, the patient went into cardiac arrest and died at home. An autopsy was not performed. The relationship between the stents and the patient death is unknown. No additional information was provided.